Event description:
This rv lead was implanted on (B)(6) 2013 and was explanted on (B)(6) 2018. A product experience report receive on (B)(6) 2018 stated that this lead extracted because it perforated a tricuspid leaflet, causing tricuspid regurgitation. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)